Event description:
Stuck in my butt- tampon [foreign body in gastrointestinal tract] . I soak tampons in alcohol. And one get stuck in my butt [incorrect route of product administration] one get stuck in my butt [exposure via mucosa]. Case narrative: consumer reported via email that the tampon became stuck in their butt. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.